Event description:
Pt with coronary artery disease had coronary artery bypass graft surgery on 8/21/95. The perfusionist reported that the cell saver took an inordinately long time to decelerate from 5600 rpm. He also reported that the detector failed to note when the cell saver bowl was either full or empty. Biomed replaced the detector light, but the deceleration problem remains as a product quality problem.